Event description:
Following a vaginal hysterectomy and a salpingectomy with one surgeon, a urogynecologist entered the surgical suite, placed me in the trendelenburg, suburethral incised with knife and vagina dissected to peritoneal diaphragm. Boston scientific obtryx lot no ml00002910 exp 03/2018 placed using direct application action technique. Sling arms applied by directing trochar through exist incision onto the internal finger at the intersection of the perineal diaphragm and the uvj. Once contracted, the trochar was medially rotated and sling attached. Trochar laterally rotated, bringing sling through thigh incision and process repeated for right side. Surgeon used own index finger to manage tension of slinging to avoid overtightening and failed. Extreme left leg pain and soreness following procedure and a massive bruise on medial left thigh. Could not void within 24 hrs of surgery. Foley catheter remained for 3 weeks, wherein catheter was removed and I was still unable to void bladder completely. Vaginal and urethral pain within 3 months of placement, mesh penetrated vaginal canal measuring 2x2 cm. Mesh and overlaying scar tissue strangled urethra, leading to excessive urge to urinate, and urination 15-20 times a day. Excruciating left hip and thigh pain. Vaginal and urethral pain when standing, sitting, walking or laying down. Loss of quality of life, and caused autoimmune issues including allergic response, itchy skin, migraine headache and vomiting 5-6 days a week. Unable to exercise, run, play with my children, or have marital with my spouse. Had to get up 2-4 times a night to relieve bladder, could not urinate upon waking with a full bladder. Could not get in to see original surgeon. Finally got in and he ignored the mesh penetration to vagina. Sought 2nd, 3rd, and 4th opinion, and finally had the entire sling removed (B)(6) 2017.